Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction occurred on one of 5 intellivue multi measurement server x2 monitors. It was stated that the device had no sound. No pt harm was reported.